Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('secondary dysmenorrhea of varying intensity'), menorrhagia ('menorrhagia') and asthenia ('relatively disabling asthenia') in a 48-year-old female patient who had essure (batch no. 893020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain (hip)"), rotator cuff syndrome ("tendinitis") and depressive symptom ("depression symptoms"). The patient was treated with tranexamic acid (exacyl) and surgery (bilateral laparoscopic salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, asthenia, arthralgia, rotator cuff syndrome and depressive symptom outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for arthralgia, asthenia, depressive symptom, dysmenorrhoea, menorrhagia and rotator cuff syndrome with essure. The reporter commented: since undergoing tubal sterilization she reported a series of symptoms. Menorrhagia since a few weeks ago [interpreted as before the surgery for essure removal], improved on exacyl. All events led to a decrease in physical activity. The sample was available at the reporter site. Removal procedure: single block resection of the interstitial portion containing the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Imaging procedure - on an unknown date: radiological testing for joint pain normal. Pathology test - on (B)(6) 2018: the anatomopathological result finds no suspicious element (post essure removal). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('secondary dysmenorrhea of varying intensity'), menorrhagia ('menorrhagia') and asthenia ('relatively disabling asthenia') in a 48-year-old female patient who had essure (batch no. 893020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain (hip)"), rotator cuff syndrome ("tendinitis") and depressive symptom ("depression symptoms"). The patient was treated with tranexamic acid (exacyl) and surgery (bilateral laparoscopic salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, asthenia, arthralgia, rotator cuff syndrome and depressive symptom outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for arthralgia, asthenia, depressive symptom, dysmenorrhoea, menorrhagia and rotator cuff syndrome with essure. The reporter commented: since undergoing tubal sterilization she reported a series of symptoms. Menorrhagia since a few weeks ago [interpreted as before the surgery for essure removal], improved on exacyl. All events led to a decrease in physical activity. The sample was available at the reporter site. Removal procedure: single block resection of the interstitial portion containing the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Imaging procedure - on an unknown date: radiological testing for joint pain normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('secondary dysmenorrhea of varying intensity'), menorrhagia ('menorrhagia') and asthenia ('relatively disabling asthenia') in a (B)(6) female patient who had essure (batch no. 893020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain (hip)"), rotator cuff syndrome ("tendinitis") and depressive symptom ("depression symptoms"). The patient was treated with tranexamic acid (exacyl) and surgery (bilateral laparoscopic salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, asthenia, arthralgia, rotator cuff syndrome and depressive symptom outcome was unknown and the menorrhagia was resolving. The reporter provided no causality assessment for arthralgia, asthenia, depressive symptom, dysmenorrhoea, menorrhagia and rotator cuff syndrome with essure. The reporter commented: since undergoing tubal sterilization she reported a series of symptoms. Menorrhagia since a few weeks ago (interpreted as before the surgery for essure removal), improved on exacyl. All events led to a decrease in physical activity. The sample was available at the reporter site. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Imaging procedure - on an unknown date: radiological testing for joint pain normal. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.